Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the pt began treatment with vancotroy (2 gm, ip-intraperitoneally stat, frequency not reported) and gentamicin (20mg, ip, once daily for 14 days). At the time of this report the peritonitis was resolving. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.